Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
--

Event description:
Subsequent information indicated that the patient received another inappropriate shock after the patient's rhythm was detected in the vt-1 zone and then crossed over to the vt zone. Boston scientific technical services discussed programming options with the patient's health care provider. There were no adverse patient effects reported. The device remains in service.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate antitachycardia pacing and a subsequent shock. Technical services (ts) indicated that the patient's rhythm was detected in the vt-1 zone and then crossed over to the vt zone. Ts indicated that once the device crosses over from the vt-1 zone to the vt zone, programmed detection enhancements do not continued to be applied. There were no adverse patient effects. The device remains in service.